Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left exchange with no complaint against device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported left exchange with no complaint against device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.